Event description:
It is reported that implant broke and revision surgery had to be performed.

Manufacturer narrative:
The MFR has received the devices and as soon as an investigation results is available, a follow-up report will be submitted. The device history records were reviewed and found to be conforming. (B)(4).